Event description:
It was reported that a patient with multiple organ failure had an instaflo bowel catheter inserted on (B)(6), 2011. The patient was unable to be turned in bed. On (B)(6), 2012 a lower gi bleed was noted. The patient underwent a colonoscopy which revealed an internal rectal decubiti, round shaped around the rectal lumen just inside the anal verge in the shape of the tube cuff. Pathology revealed moderate to severe acute and chronic inflammation with focal ulceration and granulation tissue, crypt distortion, cryptitis and crypt abscess.

Manufacturer narrative:
The IFU state the precaution "caution should be exercised in use of this device with patients who may bleed easily due to anticoagulent/antiplatelet therapy or underlying diesease conditions." The investigation showed that the patient was taking coumadin and levonox and was unable to be turned in bed.